Manufacturer narrative:
An evaluation of the trestle luxe screw is not possible at this time. The removed implants have not been returned for evaluation nor have the identifying lot number(s) been provided. Upon the receipt of additional information and/or the return of the implant(s) a follow up report will be submitted.

Event description:
Post op x-rays taken on (B)(6) 2016 found the trestle luxe screw located on the left side of the c6 cervical vertebrae had backed out past locking mechanism. Revision surgery was conducted on (B)(6) 2017. The trestle luxe anterior cervical plating system was originally implanted on (B)(6) 2016 during an acdf (anterior cervical discectomy fusion) from c4 thru c6.